Event description:
It was reported that a patient using the ilet system with a contact detach infusion set experienced sustained hyperglycemia after a set change, with the patient suspecting but not confirming an infusion set issue, and no alerts or alarms were reported. The pt had a reported bg level of 800 upon arrival at the ER. Symptoms included nausea with vomiting, loss of balance, and diabetic ketoacidosis. Outcomes included emergency medical services transport, hospitalization with IV fluids and an insulin infusion, and recovery with resumption of ilet use after discharge. Investigation included technical review and user education using high glucose troubleshooting to verify system functionality. Investigation of this case revealed an undetermined cause for the hyperglycemic event with no confirmed device malfunction. It was concluded that the event was related to hyperglycemia with an unclear cause, and that the device function could not be verified as contributing to the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.